Manufacturer narrative:
(B)(4).

Event description:
It was reported during pacemaker replacement, multiple noise episodes were noted on the right-atrial lead. Normal electrical values were measured. However, damaged insulation was noted during the procedure and it was decided to replace the lead. The patient's condition was fine before and after the procedure.